Event description:
It was reported that a user experienced a loss of dexcom g7 continuous glucose monitor (cgm) signal to the ilet bionic pancreas pump, during which the pump displayed ¿pairing with sensor,¿ and glucose values later reappeared on the pump without further assistance. No clinical signs, symptoms, or conditions were reported. Outcomes included no alerts or alarms reported to the user and no impact requiring medical intervention. User support included basic troubleshooting and user education. Investigation of this case revealed that the event was consistent with intermittent communication disruption between the sensor and the pump that resolved after reconnection, with no device damage reported. It was concluded, based on previously established findings for similar reports, that the cause was likely transient connectivity interruption.